Manufacturer narrative:
Updated section b3 (date of event ), b4 (date of this report), b5 (describe event or problem), b7 (other relevant history), d4 (expiration date), d6 (implanted and explant date), e1(reporter name), g3 (date received by manufacturer), g6 (type of report) , h4 (device manufacturer date ), h6 (component code), h6 (clinical code), h6 (device code), h6 (type of investigation), h6(investigation findings) and h6 (investigations conclusions). No product, images, or medical records were returned for evaluation. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Acute central leaks can be caused by technique related issues. One potential technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. This is not typically the result of product malfunction; however, it may contribute to mild to severe regurgitation and if undetected may require reoperation...edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Additionally, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration... Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx21mm implanted in the aortic position was explanted after an implant duration of 5 months due to regurgitation. The patient presented with dyspnea. As reported, patient had positive blood cultures but all valve swabs were negative, so endocarditis could not be confirmed. A valve model 3300tfx19mm was implanted in replacement. As reported, patient was noted as to be discharged home 8 days post procedure.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx21mm implanted in the aortic position was explanted after an unknown implant duration (however no longer than 8 months) for unknown reason. A valve model 3300tfx19mm was implanted in replacement.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.